Event description:
It was reported that the patient had received and elective replacement indicator (eri) message. It was stated that the patient had been having problems with her implantable neurostimulator (ins) ¿since the week before (B)(6).¿ the patient was reported as ¿not feeling right.¿ it was stated that the patient had gone to her healthcare provider that week and was told that the battery was dead. It was stated that the doctor had checked the patient¿s ins with a clinician programmer and confirmed the eri. It was stated that the patient¿s healthcare provider was surprised that the ins was at eri, because, he did not expect that to be the case with the patient¿s settings being what they were. The patient was reported as having been scheduled for and ins replacement on 2014 (B)(6). It was noted that the ins was used to treat the patient¿s upper extremities and that the patient was still receiving ¿a little stimulation.¿ it was stated that the patient¿s ins site felt swollen and tender and she was getting dull headaches. It was noted that the patient¿s ins therapy was for pain due to ¿crps.¿ it was further noted that the patient had oral meds but ¿didn¿t tolerate them well.¿

Manufacturer narrative:
Product ID 74002, lot# n274444, implanted: 2012 (B)(6); product type adapter product ID 37743, serial# (B)(4), implanted: 2012 (B)(6); product type programmer, patient product ID 748966, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 748966, serial# (B)(4), implanted: 2003 (B)(6); product type extension product ID 399930, lot# v049183, implanted: 2009 (B)(6); product type lead (B)(4).